Event description:
Plastic epidural catheter tip broke off of the catheter while inside pt during placement procedure by anesthesiologist. Plastic tip was not present when catheter was removed from the pt's back.